Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube underfilled during use. Lot #'s 9126524 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "pst tubes not filling properly."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 9126524, medical device expiration date: 2020-05-31, device manufacture date: 2019-05-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube underfilled during use. Lot #'s 9126524 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "pst tubes not filling properly."